Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation, legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, d10, h3, h4 and h6. The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty power supply was found and the igniter was found firing weak, causing the spare lamp to come on. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified by the legal manufacturer.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that, after replacing the olympus clv-180 lamp, flickering of the lamp was observed. There was no patient injury or harm, associated with the problem, reported to olympus.